Event description:
It was reported that a duet stent was implanted and sub acute thrombosis was associated with this event. No other info was provided. No pt injury was reported. Attempts to obtain additional info were unsuccessful.